Manufacturer narrative:
Concomitant medical products: product ID: 8780 serial# (B)(4) implanted:(B)(6) 2015 explanted: (B)(6) 2022 product type: catheter. Product ID 8781 serial# (B)(4). Explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-mar-2017, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 12-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (4.0 mg/ml at 0.1921 mg/day), bupivacaine (4.0 mg/ml at 0.1921 mg/day), and clonidine (300.0 mcg/ml at 14.40 mcg/day) via an implantable pump for unknown indications for use. It was reported that patient had their pump replaced today (B)(6) 2022 for normal elective replacement indicator / end of service (eri/eos). Before surgery the patient stated that they was still gettingpain relief with the pump. During the procedure the catheter was aspirated and the flow was slow. An x-ray was taken to see the location of the catheter tip and it was found at t12. Dye was then injected and could be seen leaking around the anchor site and at the collet where the catheter segments connected. The healthcare provider (hcp) decided to explant the old catheter and implant a new 8780. The new catheter was now at t8 with good flow. The patient had no falls or injuries. The issue was resolved at time of this report, the patient status was alive no injury.

Manufacturer narrative:
H3: the 8780 catheter was returned and visual inspection identified there was damage to the transition tubing. The 8781 catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure l eak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.